Event description:
It was reported that t:slim x2 pump battery would not charge, and caller noted a power source alert around time issue began. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter and had already tried charging for at least 30 minutes without success, then tried different wall adapter, after which pump began charging; customer was advised that non-tandem charging supplies were not recommended except for troubleshooting, acknowledged guidance, and was sent replacement tandem charging cable, and no further assistance was required.